Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged. The lead was repositioned successfully and remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.